Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 36 hours after the pod was activated. Upon inspection, she noticed the cannula was bent and it also looks longer than it normally does.